Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "material no.: 305270 batch no.: 9325620 & unknown. It was reported that there is an oil inside the syringes between the plunger and the needle. Per email: it was reported :¿oil inside the syringes between the plunger and the needle, for a couple of weeks. All of these have been used on patients.¿ customer has a video that she would like send in. Customer response: sorry for the delay. I first noticed the defect about a month ago, however, have only see a few instances where the substance inside the syringes was incredibly noticeable. Attached is a video of what I have seen with the syringes. Watch it from the 10 second mark ¿ you can see an oily substance in the barrel of the syringe. Video was not attached to customer response. Video request has been sent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9325620, medical device expiration date: 2024-11-30, device manufacture date: (B)(6) 2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 25x1 rb contained foreign matter. The following information was provided by the initial reporter: "material no.: 305270 batch no.: 9325620 & unknown. It was reported that there is an oil inside the syringes between the plunger and the needle. Per email: it was reported :¿oil inside the syringes between the plunger and the needle, for a couple of weeks. All of these have been used on patients.¿ customer has a video that she would like send in customer response: sorry for the delay. I first noticed the defect about a month ago, however, have only see a few instances where the substance inside the syringes was incredibly noticeable. Attached is a video of what I have seen with the syringes. Watch it from the 10 second mark ¿ you can see an oily substance in the barrel of the syringe.